Manufacturer narrative:
The suspect device was not returned for evaluation. A photo was reviewed. The complaint could not be confirmed. The root cause could not be determined however the tubing detachment could be related to the manufacturing processes. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found. Corrective actions are in process.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the device was found to be leaking blood from the septum. The device was replaced with no additional consequences to the patient.